Event description:
It was reported that the shock lead impedance trends were greater than 125 ohms. A commanded shock was suggested. However, the family decided they wanted to take no action for now. Thus, nothing was done. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.